Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 60022484 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002248 was manufactured according to the wi (B)(4) packaged in the mv10, on 03/aug/2023, with a total of (B)(4) units. Gluing of tubing: the lot 3g00919 was glued according to the wi version 55, machine sc06, with a total of (B)(4) units. The lot 3g00918 was glued according to the wi version 55, machine spot 05, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 10/feb/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6002248 and no other complaint has been registered in database for the same lot 6002248 and malfunction code. Conclusion summary of the related event: harm reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Event description:
Reference number (B)(4). Event occurred in china on (B)(6) 2024, it was reported by the patient that infusion set tube was detached due to which hyperglycemia occurs. Patient was overnight hospitalized for high blood glucose. High blood glucose level was 29.5 mmol/l. No further information was available.